Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a dexcom g7 experienced elevated blood glucose, peaking at 250 mg/dl and persisting for a few hours after dinner while also taking steroids and manjiro for knee pain; the infusion set at the abdomen was inspected and not kinked, the user replaced supplies, confirmed drops, filled the cannula, and resumed delivery, and glucose trended down to 171 mg/dl during the call. Symptoms included feeling tired with sticky eyes consistent with hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no identified device or use problem and no device problem found, with the affected device component not otherwise classifiable. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.